Event description:
Acct. Reports that the septum was found "floating" inside the burette chamber. States the nurses state they did not access the septum, they just primed the set, and filled the burette. When the burette was filled, they noted the septum floating in the burette. No pt injury reported.